Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of low and high blood glucose readings from the insulin pump. The customer's mother stated that her son had low blood glucose readings and treated with a candy. The customer's blood glucose reading was 460 mg/dl and it was corrected to lower blood glucose. The customer declined to further troubleshoot.